Event description:
It was reported there was no communication between the device and the programmer during implant attempt. The device was returned for analysis and subsequently tested out of specification. No patient complications have been reported as a result of this event.